Event description:
Customer reportedly obtained results of 84 mg/dl and 210 mg/dl on the advantage system within 10 mins. No action was taken based on device results. No adverse event reported. Requested return of suspect system and replacement was sent. No information reported to indicate where comparison performed.